Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed prime, displacement, and basic occlusion tests. However, the device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm was not confirmed due to displayable history crc check failed on startup alarms noted in alarm history. Alarms occurred due to corrupted history files. The device had cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm and another. The blood glucose reading is 278 mg/dl. Nothing further reported.